Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Per the instructions for use (IFU), contraindications, "use of the lal is contraindicated in cases where the patient has a history of ocular herpes simplex virus due to the potential for reactivation from exposure to uv light." Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient presented with signs and symptoms of herpes simplex virus (hsv) reactivation in both eyes one day after bilateral same-day lock-in 2 treatment. The patient was started on antiviral therapy. No additional information is available.